Manufacturer narrative:
Unit received with severely cracked and bleeding lcd glass, missing display window, broken off end cap, cracked lcd window corners, cracked reservoir tube lip, and scratched around casing. Unable to confirm missing segments or partial display due to cracked and bleeding lcd glass. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump's case was broken near the battery compartment. The lcd screen, the battery end cap, and the battery compartment threads were broken. The pump was run over by a bus. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.